Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscal repair, the novostitch was coming out of the joint and hit the condyle slightly, a small piece above the upper jaw broke and a metal part seemed to pop out. Also, there was a piece that looked like the metal part sticking up, that got lost outside of the knee. Surgery was completed with a back-up device instead. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H2: additional information in h4 (mfg. Date). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image finds the complaint device with the hinge for the upper jaw broken. The complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in h6 (investigation findings & conclusions).

Event description:
It was reported that, during a meniscal repair, the novostitch pro was coming out of the joint and hit the condyle slightly, a small piece above the upper jaw broke internal to patient and a metal part seemed to pop out. Also, there was a piece that looked like the metal part sticking up, that got lost outside of the knee. The broken piece was retrieved from the patient with a grasper. Surgery was completed with a back-up device instead. There was a delay of 5 minutes, and no further complications were reported.